Manufacturer narrative:
The event is reported because no information were provided to the manufacturer.

Event description:
The manufacturer was notified on (B)(4) 2016 that a perceval valve was explanted due to a perivalvular leak detected intra-operatively. No further information provided.

Event description:
The manufacturer was notified on (B)(6) 2016 that a perceval valve was explanted due to a perivalvular leak detected intra-operatively. Updated information received april 5, 2016: after the paravalvular leak was detected, the perceval valve was explanted and replaced with an edwards perimount 2900 size 23mm valve.